Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 414 mg/dl and an insulin injection was administered to address the bg level. The contact states that the bg level runs high nearing the time to change the site. The contact declined tandem technical support's offer to troubleshoot. The customer reverted to using insulin injections for the day until the pump supplies were changed.